Manufacturer narrative:
(B) (4). The catheter was returned in 2 pieces: the proximal segment (7.5 cm) including sutureless pump connector and strain relief sleeve to pin connector and distal piece (60.0 cm). Final device analysis of the catheter revealed no significant anomalies; catheter partially occluded with dried drug/blood.

Event description:
The pt's catheter broke with the spinal portion still in the spinal canal. The catheter was replaced. It was unknown if the pt experienced signs or symptoms of withdrawal. The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.